Manufacturer narrative:
(B)(4). Concomitant medical product: unknown persona tibial insert, catalog#: ni, lot#: ni; unknown persona femoral, catalog#: ni, lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient was revised due to tibial subsidence and the tibia being displaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, the patient experienced tibial subsidence and/or bone damage , tibial implant displacement two weeks post operative. Attempts have been made and no further information has been provided.